Manufacturer narrative:
(B)(4). Concomitant medical products: persona cr standard femoral, catalog #: 42502606802, lot #: 63728787. Persona cr ve articular surface, catalog #: 42522000510, lot #: 63829218. Persona ve all poly patella, catalog #: 42540200035, lot #: 63777803. Event took place in (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation is completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00150, 3007963827-2018-00151, 3007963827-2018-00152, 0002648920-2018-00691. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that patient underwent a right knee procedure. Subsequently, patient was revised due to infection approximately six months postoperatively. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: a5, b4, b5, d4, g4, h2, h3, h6 . D4: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Per package inserts 87-6204-022-23 rev a persona the personalized knee system: infection is a known adverse effect of this procedure. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.